Event description:
It was reported that "revision because locking pegs are backing out. This is from variax distal set. Dr. Went in and removed the pegs and left volar plate on and put on a dorsal plate."

Manufacturer narrative:
Investigation in process but not yet complete.